Event description:
It was reported the implantable neurostimulator was no longer working. Information received two weeks later indicated the cause of the event was that the patient fell, ¿likely disrupting leads.¿ impedances were measured on (B)(6) 2013 and ¿all leads¿ were greater than 4,000 ohms. It was also stated the battery ¿severely¿ flipped under the skin from the fall. The device had not yet been removed. No hospitalization was required and the patient outcome was no injury. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3889-28, lot# v109244, implanted: (B)(6) 2008, product type: lead.